Event description:
Device malfunction: unknown. Time of symptoms/ae: after vessel closure. Symptoms/ae: hematoma, pseudoaneurysm. The following was noted during article review. A retrospective study was conducted of consecutive patients after diagnostic cardiac catheterization procedure. There were patients in which arteriotomy closure was performed with the prostar device by physicians trained in use of the device. The patients experienced "large" hematomas of which 8 required surgical intervention. Twenty six patients experienced pseudoaneurysm requiring unspecified treatment. Eight patients required transfusions for a greater than 8 point in hematocrit of unspecified origin.

Manufacturer narrative:
Attachment: z. Kahn, m. Kumar, g. Hollander, r. Frankel; "safety and efficacy of the perclose suture-mediated closure device after diagnostic and interventional catheterizations in a large consecutive population"; catheterization and cardiovascular interventions 2002; 55:8-13. This report involves a restropective study noted in an article. No devices were available for analysis.